Manufacturer narrative:
Additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident date has been changed from (B)(6) 2025 as per new additional information and which is updated in sections b3 and b5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08780 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2025. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the primary svn#: (B)(4) event date of 03-feb-2025. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the primary svn#: (B)(4) event date of 03-feb-2025 in the formatted history file. In further review of the formatted history file 1 week prior to the related svn#: (B)(4) event date of 17-mar-2025, these pump error(s)/alarm(s) were noted: no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 during basal/prime deliveries. Sensorerroralert (801) was found on: (B)(6) 2025 10:50:43.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump was programmed with basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump was then programmed for auto mode. The display showed the calibrate your sensor alarm properly after completion of the auto mode warm up. The pump sensor feature and the auto mode connection are working properly. No sensor error alert, sensor related errors or anomalies were noted. No auto mode anomaly, history anomaly, delivery anomaly, bolus anomaly or basal anomaly noted during testing. As per r&d engineer (B)(6): using available information in the pump history file/traces file, there were no evidence of pump misbehavior on (B)(6) 2025. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.73 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for smart guard/auto mode anomaly, possible over delivery anomaly and no delivery alarm/insulin flow blocked alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: per updated complaint text in sap, customer reported having a low blood glucose value on and/or around (B)(6) 2025 due to possible pump over delivery. Paramedics were called to the home and they treated him with dextrose. Customer alleged smartguard auto correction delivers too much insulin - does not match bolus wizard calculations. Helpline said that when determining a bolus, the smartguard algorithm takes multiple factors into account. The smartguard algorithm continuously receives new data in addition to the 5 min intervals for sensor glucose value and active insulin remaining. This dynamic bolus recommendation uses the most recent information to predict if the bolus will result in post meal hypoglycemia. As a result, the bolus recommendation may change in a short period of time as new information is available. Please see (B)(4) for smartguard bolus delivery inquiry and ifb on (B)(6) 2025.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with possible over delivery. The customer reported a blood glucose value of 38 mg/dl and was treated with emergency medical service and glucose/carb intake. Also, insulin was administered by an IV drip at the hospital. The event involved product(s) mmt-7040a, unomedical, mmt-1884, mmt-332a. Troubleshooting was performed for hypoglycemia event. The customer had been using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for smartguard bolus delivery and the customer reported that their smartguard bolus recommendation was not correct. The customer will discontinue to use the device mmt-1884. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for unomedical. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.